Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020. Product type lead product ID 97745, serial# unknown. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2023, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said their controller had been "messing up" and not charging their implanted neurostimulator(ins) well for the past couple of weeks. Pt said their controller would not work and now, the pt had lost their controller. Pt said their implanted neurostimulator(ins) had depleted and pain symptoms had returned. Pt had back pain. Pt also reiterated details of a previous case where pt mentioned they fell down some stairs after a heart attack and never got the same relief from the spinal cord stimulator(scs) therapy as they got from the trial scs therapy. Pt mentioned they were in the hospital for the heart attack. Pt said scs "does a bit of good." Pt tried reprogramming with mdt rep. About a year ago, but reprogramming did not resolve issue. Upon further review, pt said after their fall, the leads may have moved a couple of centimeters.

Event description:
Caller stated that for about a year now, the therapy has not been as good as it used to be. Caller stated the "wire has moved" and now therapy doesn't work near as good. Caller added that about a week ago, they started having issues charging the implant. Caller also mentioned that they had a fall and passed out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.